Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Initial op notes indicate that procedure went smoothly and patient had excellent fit, stability and appropriate limb lengths. Post-operative surgical notes indicate right tha revision due failed metal-metal hip and procedure was carried out for converting of metal-metal to metal-on-poly hip. Provided op notes also states complications "instability to disimpact the magnum femoral head from the biomet cdh femoral stem", it took 15-20 minutes during the surgery to disengage components. The patient had worsening renal insufficiency, elevated metal ions and some mild metallosis staining of the scar tissue identified. Competitor parts were used for revision surgery. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant products: item #157446, m2a-magnum modular head,lot #724350. Item #us157852, m2a-magnum cup, lot #384560. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-00736).

Event description:
It was reported that during a hip arthroplasty revision the surgeon was unable to disengage the taper from the stem. The hip was completely revised.